Manufacturer narrative:
Zoll has not received the autopulse platform (B)(4) for investigation. A supplemental report will be filed when the platform is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (B)(4) stopped compression. No patient involvement.

Manufacturer narrative:
The reported event was not confirmed through functional testing and archive data review of the autopulse platform sn (B)(4). Upon visual inspection no physical damage was observed. The autopulse platform during evaluation worked without any issues. The archive data was reviewed and unrelated to the reported complaint, found user advisory ua18 (lifeband past the maximum allowable takeup depth without detecting a patient) was recorded. The cause for ua18 is due to either the patient is too small or not present while the device is on or the lifeband is open. It would have been cleared by the user. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the autopulse platform with sn (B)(4).